Event description:
Ethicon cutter fired but staples did not release from cutter. This happened twice on two separate cutters. Both devices were taken to appropriate personnel and management notified. No harm was caused to the patient.